Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem service code 110 was due to defective c4, c6, c7, u6, u1004, and u1005 components on the computer/analog board, causing fault. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.